Event description:
It was reported when using the bd preset¿ syringe with attached needle there was insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: "when the nurse in the intensive care unit collected blood samples for the patient, she found that the blood collector could not collect blood samples, so she immediately replaced the arterial blood collector and collected blood samples for the patient again, which aggravated the pain of blood collection for the patient at that time."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by visual examination and functional testing, each used to draw water, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.